Manufacturer narrative:
The AED was not able to function; therefore, analysis of the device and review of its electronic log files were not possible, and the root cause could not be determined. The customer was advised to remove the AED from service. The instructions for use state: "do not open unit, remove cover (or back), or attempt repair. There are no user-serviceable components in the ddu-100 series AED. Refer servicing to qualified service personnel."

Event description:
A customer reported that their AED's asi is flashing red and reporting a service code. The customer reported the unit was refurbished and purchaed from ebay. The customer did not report this occurring during patient use.